Manufacturer narrative:
Cioppa, a., et al. (2017). "Combined use of directional atherectomy and drug-coated balloon for the endovascular treatment of common femoral artery disease: immediate and one-year outcomes." Eurointervention 12(14): 1789-1794. Doi: 10.4244/eij-d-15-00187. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Between january 2012 and july 2014, a study was carried out to evaluate the safety, feasibility, and one-year efficacy of the endovascular treatment of common femoral artery (cfa)obstructions with combined use of directional atherectomy (da) and a paclitaxel-coated balloon (dcb). Thirty (30) patients underwent percutaneous transluminal angioplasty (pta) of a calcified lesion with the use of da and dcb at the cfa. Of this cohort, 25 patients were male (84%) and median age was 78 years (range 55 - 84). Patient medical history included; hypertension, dyslipidemia, smokers (previous and current), diabetes (non-insulin and insulin dependent) and renal failure. Treatment included the combined use of turbohawk plaque excision system and a prolonged (3 minutes) dilation using in.pact admiral in all cases. During follow-up, restenosis occurred in two patients six months after the index procedure and in one patient at 11 months after the index procedure. In-stent restenosis occurred in one of the patients treated with bail-out stenting. Two target lesion re vascularization (tlr) were performed in two patients symptomatic for early onset claudication. For the other patient, no tlr was performed due to the lack of symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.